Event description:
The customer called stating he received out of range control readings of 200 and 169 mg/dl, but during the call it was discovered the readings in the meter memory were not marked as control tests. These readings could potentially be interpreted as a blood results. No adverse event was alleged. The customer ended the call before further troubleshooting could be performed. No product is expected to be returned at this time.